Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available to stryker for evaluation, and no explanation was provided.

Event description:
It was reported by a company representative that a patient developed a post-surgical infection after a procedure with an implant. There are no additional details available at this time.

Manufacturer narrative:
Per update received on 6/17/2020, the surgeon does not think that the stryker device caused/contributed to the event. A report is not needed. As this initial MDR, was pushed through, this supplemental is to clarify that an MDR was not needed as there was no malfunction nor did the device cause or contribute to an adverse event.

Event description:
It was reported by a company representative that a patient developed a post-surgical infection after a procedure with an implant. There are no additional details available at this time.